Event description:
It was reported there was atrial undersensing since the implant of the device. There was no change in undersensing when the device was reprogrammed. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.